Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 115 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.